Manufacturer narrative:
(B)(4). It was indicated that the device is not returning for evaluation, therefore, a failure analysis of the complaint device could not be performed. A review of the lot history record revealed no non-conformances associated with this lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that beginning approximately four weeks ago, during an unspecified number of procedures, blood has been noted to be slowly leaking from the closing seal (rubber ring) of each of the unspecified quantity of the 0.115-inch rotating hemostatic valve (rhv) (from an abbott guide wire kit), and it was noted that the opening/closing valve is not closing completely. In each occurrence, as the observed blood leakage was slight and slow, each procedure was able to be completed without any adverse patient effects. The site has asked if there has been a change in valve material characteristic. There have been no occurrences of a clinically significant delay. This incident will capture the most recent occurrence of blood leaking from the valve, and case 2 was created to capture the previous occurrence(s). No additional information was provided.